Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: 977a290, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-sep-2017, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 13-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that they might had noticed it earlier than they thought due to them getting "zings" when the ins is dead. Pt said they have gotten these "zings" since they were implanted due to a couple of cords slipping during the implant procedure surgery (pt said they went back in to correct it). Pt said the pain and the zings are two different pains and that they aren't exactly sure why they get them, but said that they get them up the left side. Pt mentioned it might be another hernia up in their neck and they notice it the most when their implant battery is dead. Pt said they meet with their pain management doctor because the scs took away most of their pain but not all of their pain. Patient reported that they hadn't seen him in years but that they follow up with a pain management doctor. Pt mentioned speaking with their hcp about getting neck injections.

Manufacturer narrative:
Continuation of d10: product ID: 977a290; lot#serial#: (B)(6); product type: lead; product ID: 977a290; lot#serial#: (B)(6); product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator. It was reported that the medtronic representative (rep) did reprogramming to help with the "zings". Pt said they had to make adjustments between pulses so the pulse wasn't too heavy or too light. Pt said they had to keep going back for reprogramming because sometimes the programming was too much and sometimes the programming was not enough.